Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01093. It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and it was noted that a stent strut was raised. A new 2.50 x 38 synergy stent went down the vessel and crossed the lesion. The physician realized that the need to go a little more distal and a 2.25 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was pulled out, re-ballooned and a 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but also failed to cross the lesion. When the device removed, the stent had dislodged inside the non-bsc hemostatic valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.